Event description:
The customer used the suspect device to check their blood glucose and obtained high results. They were taken to the ER and their glucose was 50 mg/dl. They were treated for hypoglycemia. Controls were not used. The device was replaced and requested to be returned for evaluation.